Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported separation appears to be related to operational context. Return device analysis noted the material at the proximal end of the separation was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is likely that the device was inadvertently mishandled during removal of the protective sheath such that the separation occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 4x12mm nc trek balloon dilatation catheter (bdc), when removing the protective sheath the balloon separated. The bdc was replaced with another unknown balloon and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. Subsequent to filing the initial report, the following information was provided: no resistance was met during removal of the protective sheath; nor was force applied during removal of the protective sheath. No additional information was provided.

Event description:
It was reported that during preparation of the 4x12mm nc trek balloon dilatation catheter (bdc), when removing the protective sheath the balloon separated. The bdc was replaced with another unknown balloon and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.